Event description:
On (B)(6) 2010, two gore viabahn endoprostheses were implanted for the treatment of superficial femoral artery disease. During the positioning of the devices, the devices were not overlapped and were unintentionally deployed with a 4mm gap between the devices. Stenosis later developed in the 4mm gap, at the proximal edge of the distally implanted 5mm device and in the proximal portion of the proximally placed 6mm device. On (B)(6) 2010, a pta was performed to treat all stenotic areas.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - based on the event description, the unintentional placement of the devices with a 4mm gap between the devices may have contributed to the stenosis and subsequent reintervention. Note: this event involves two devices. MFR report #2017233-2010-00573 captured the 5mm device (lot#06477802a).